Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was possibly exhibiting loss of capture on this left ventricular (lv) lead. Technical services (ts) was consulted and recommended bringing the patient for further testing. This lead remains in service. No additional information is available at the moment. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).